Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 350 mg/dl at the time of incident. The customer's current blood glucose was 200 mg/dl. The customer stated they treated with bolus. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were off the insulin pump at the time of hospitalization for less than 48 hours. The customer stated that the insulin pump had cracks on the reservoir compartment.